Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis found that visually, there was no damage in the construction of the device seen by the unaided eye. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed by submerging the device in water and bubbles occurred between the cuff and blue band area on the distal end of the device. Under magnification, there was a gap/defect where the inflation lumen is located between the blue and blue with clear tubing wires between the cuff and blue band. A review of the global complaint data showed two similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, before using on the patient when tested for functionality anesthetist found that the emg tube cuff was leaking air and could not be used normally. Cuff was inflated with 5ml of air. The surgery was completed by replacing it with the backup endotracheal tube. There was no patient injury reported.